Event description:
It was reported that during routine follow-up this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The ICD was subsequently explanted and replaced without complication. The device is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary/conclusion: based on the available information, boston scientific concluded this device experienced an anomaly in an oxide layer within a custom integrated circuit component, which resulted in a high current drain. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that during routine follow-up this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The ICD was subsequently explanted and replaced without complication. The device was received for analysis.